Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater than 500 mg/dl) and unspecified higher glucose scans while wearing the adc freestyle libre sensor. Hcp contact was made, and an unspecified low glucose test was obtained and the customer received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury.